Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) not reading pressures accuratelly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) was not reading pressures accurately. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1 (initial reporter, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Due to character limitation in e1 block: initial reporter: (B)(6). The fse reported that the hospital¿s biomed stated the device had a faulty blood pressure cable, which they replaced. The details of this malfunction and associated alarms are unknown. Product passed all functional and safety tests per manufacturer specifications months later, after a different repair, conducted by the getinge fse due to a different, temperature related malfunction.